Manufacturer narrative:
The customer returned two (2) devices for evaluation, one hf13a y-knot all suture anchor driver and one c6172a instability drill guide. Both of these devices were previously reported as concomitant products. On (B)(4) 2013, conmed linvatec received the instability drill guide with the anchor disposable driver jammed/stuck inside. Visual inspection of the drill guide found the disposable y-knot all suture anchor driver was jammed/stuck inside and both devices were severely bent. Due to the physical damage, the anchor driver was unable to be removed/separated from the drill guide for further evaluation. The hf13a y-knot all suture anchor with disposable driver (lot #405255) was manufactured on october 18, 2012 in a lot containing 100 units. The only other complaint received for this catalog and lot number combination was a verbal complaint from the same customer with a different failure mode. The damage condition of this device is indicative of the application force during use. This is a newly released device that is very technique dependent and the failure is most likely user related. To reduce the risk of patient injury the IFU provides the following cautions: exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Proper selection and placement of the implant are important considerations in the successful utilization of this device. The c6172a instability drill guide (lot #399182) was manufactured on september 6, 2012 in a lot containing 60 units. To date, this is the only complaint for this catalog and lot number combination. A review of both device complaint history records showed no serious injuries or death related to the reported problem. The product IFU cautions the user to inspect instruments prior to use to ensure they are in good physical condition. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur.

Manufacturer narrative:
The involved drill bit is not expected for evaluation, as it was already disposed of at the user facility. A review of the device history records showed lot #408096 was manufactured on october 22, 2012 in a lot of (B)(4) with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other complaints received for this item and lot number combination. This is a relatively new device which is very technique dependent. Without the involved drill bit, an evaluation could not be performed, or determined if a malfunction had occurred. However, similar complaints have revealed that the most likely cause of this suspected failure is user-related. This failure mode is addressed in the product's risk documents, and the safety risk has been found to be acceptable. To date, the concomitant y-knot suture anchors and instability drill guide have not been received for evaluation. This lot of y-knot suture anchors was manufactured on october 18, 2012 in a lot of (B)(4) units. There have been no other complaints received for this item and lot number combination. The instability drill guide was manufactured on september 6, 2012 in a lot containing of (B)(4) units. There have been no other complaints received for this item and lot number combination. If either of the y-knot suture anchors or instability drill guide is received, a follow-up report with evaluation results will be submitted. To reduce the risk of drill bit breakage and injury to the patient, the instruction for use (IFU) provides the following warnings and precautions: -prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition. There should be no loose, broken or misaligned parts. -inspect instruments after use to ensure they have not been damaged. -do not use excessive force on instruments to avoid damage or breakage during use. -do not use instruments to pry, as bending or breakage may occur. -exercise care when using the drill bit and drill guide. Applying side or bending loads may cause drill bit breakage, oversized tunnel or generation of metal particulates. -do not re-sharpen, re-sterilize, or reuse. -some instruments may be extremely sharp. Handle with care to avoid injury. -the drill bit is single use and must be disposed according to hospital policy and procedures. To date, device has not been received.

Event description:
It was reported that during use of this hf13d y-knot suture anchor drill bit in a left arthroscopic shoulder stabilization procedure, the distal tip of the drill bit snapped off inside the glenoid and remained wedged in the patient's bone. The surgeon opted to drill holes around the circumference of the lodged distal drill bit, to safely remove the broken tip before the surgeon could proceed with the procedure. It was also reported that during this surgery (while knocking the y-knot suture anchor with one #2 hifi suture (hf13a) into the bone), the y-knot anchor driver would not release, became lodged inside the instability drill guide and could not be removed. The surgeon used back-up y-knot suture anchors, the case went on, and was completed as intended with only a 30 minute delay and no adverse effect noted. Follow-up with the user facility on (B)(6) 2013 revealed that there was nothing beyond the norm regarding this patient's post-operative stay, and everything is progressing as one would except for recovery from this type of procedure.